Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. Additional information provided the icm device was poking out of the patient. The patient was subsequently seen by the physician. The physician explanted the icm device under sterile conditions. Over a month later the patient was scheduled to be implanted with a new icm device. This icm device was implanted successfully. The device was not returned for analysis. No additional adverse patient effects were reported.